Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 344 mg/dl while using the ilet system, after prior occlusion alerts and without observable leaks or kinks; the user was guided through filling the tubing on a cannula-down set, occlusion alerts ceased, and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a reported lack of effect consistent with interrupted insulin delivery due to the earlier occlusion alerts, with insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.